Manufacturer narrative:
The other assays related to this event are reported in medwatch reports patient identifiers: (B)(6).

Event description:
The customer stated they were receiving questionable results for total psa (tpsa) on their modular analytics e-module (serial number (B)(4)). The customer provided data for 17 samples of which there were two with discrepant results reported outside the laboratory. A physician questioned one of the psa results and the customer repeat all the tpsa tests performed that day. Repeat testing was performed on the same e- module and issued as a corrected report. The first patient's initial tpsa result was 1.16 ng/ml. The repeat result was 7.90 ng/ml. The second patient's initial tpsa result was 54.91 ng/ml. The first repeat result was 100.0 ng/ml accompanied by a data flag. The sample was diluted and repeated the second repeat result from the analyzer was 483.3 ng/ml accompanied by a data flag. The customer was not aware of any adverse affects to the patients as a result of this event. The customer refused a service visit. The customer resolved the issue by troubleshooting the analyzer. They performed liquid flow cleaning three times and measuring cell preparation twenty times.